Event description:
It was noted that a hair was found in the sterile package of a diagnostic catheter. The package was not opened.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.